Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device upgrade. Loss of atrial sensing, pacing, and low, out of range lead impedance were discovered. The lead was explanted and replaced. The patient is recovering.